Event description:
Incident description: I purchased a baby banana brush infant teething toothbrush. Store item number (B)(6)) from (B)(6) in (B)(6) for my (B)(6) grandson. He was able to bite off the bristles of this item and swallow them. When I looked into other vendors who sell this product I found that on (B)(6) there are numerous reports (with photos) of babies biting off the bristles and swallowing them, please have this dangerous product pulled from store shelves and online inventory and recalled before a baby chokes. Please note, this item comes in various other forms (shapes) such as: baby banana brush cornelius infant teething toothbrush also sold at (B)(6); baby banana brush shark infant teething toothbrush also sold at (B)(6); original baby banana brush toddler training toothbrush, also sold at (B)(6). Product description: description from (B)(6) website: '(B)(6) award-winning, best-selling infant toothbrush and tether in one from baby banana; 100% food grade silicone teething toothbrush for infants up to 12 months of age. The baby banana brush is specifically designed with a-peel-in handles that are easy for baby to hold, while preventing choking. Bendable soft silicone reduces risk of injury, providing the safest learning experience possible. Baby banana brush is dishwasher and freezer friendly. Bpa, phthalate. Latex, and toxin free. The teething toothbrush from baby banana helps to soothe sore teething gums with durable messaging bristles. Invented by a registered dental hygienist. Brings teething and brushing together, helping babies to develop healthy oral habits from the earliest age possible, literally taking dental care into their own hands. Baby banana brush is proudly made in the u. S. A. Includes: teether features: curved handle color: yellow safety and security features: bpa-free. Ingredients generally recognized as safe by FDA, alcohol-free, non-toxic, latex-free certifications: meets cpsia standards care and cleaning: boil to sterilize. Wipe clean with soap and water, dishwasher-safe suggested age: 0-12 months: material: silicone awards 2014 national association of parenting publications cold award dimensions: 4.000h 2.500w 1.500d weight: 2.000.' (B)(6). The product was damaged before the incident: no. The product was modified before the incident: no. Have you contacted the MFR? No. If not, do you plan to contact them: no. Report number: (B)(4).